Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow up with several non-sustained rv oversensing episodes due to suspected myopotential oversensing. The myopotential was still seen after programing changes were made. The rv lead was later explanted and device remains implanted. The patient was stable post procedure.